Event description:
A user facility reported that an intraocular lens (iol) was explanted because the wrong iol had been implanted. Add'l info was rec'd from the user facility, indicating that the surgeon did not complain about the product. It was reported that the pt had a retinal detachment and the lens "did not hold." Two days later, the surgeon decided to exchange the iol for a different model lens in the anterior chamber.

Manufacturer narrative:
Eval summary: the product was returned for analysis; the reported complaint could not be verified. The optic was too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution with a small amount of blood was observed on the lens. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd. (B)(4).